Event description:
Sample: a customer contacted beckman coulter inc. (Bci) to report fluid leak from under the close tube accession (cta). The customer suspected the leak to be autogloss or no foam.no injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) disabled autogloss on the dxc and also clamped the autogloss line. The customer stated they are observing a 6x6 inch size puddle under cta on the same position each time. Cts suggested running samples with access 2i tests to reproduce problem to isolate source of leak. Fse was unable to find the source of the leak or reproduce the issue. No further issues noted.